Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they customer were hospitalized in intensive care unit due to high blood glucose and diabetic ketoacidosis on date with blood glucose of 500 mg/dl. The insulin pump will not be returned for analysis.